Event description:
During a coronary artery drug leuting stenting treatment procedure that a dissection occurred requiring a bypass surgery. The physician weas treating a severly calcified lesion in the torturous left anterior descending (lad) artery. The lesion was predilated with a cutting balloon before the physician successfully deployed a 3.0x16mm taxus express2 drug eluting stent over the lesion. Upon removal of the delivery balloon, the guidewire catheter caught onto the calcium in the artery causing a dissection in the left main artery. Three taxus stents were deployed in the proximal lad in an attempt to treat the left main dissection, however, the physician felt that bypass surgery was required. The pt is currently rpeorted as being in stable condition.